Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown. UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned and therefore, no further investigation is possible. The picture shows two (2) deformed screwdrivers and two (2) screws. The screws are attached on the screwdriver. Condition of the returned photo prevents proper testing / failure analysis of the reported allegation against the screws. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a traumatological anterior cervical fixation the cervical spine locking plate (cslp)-variable angle (va) system with quicklock screws was used. Because the screwdrivers already showed signs of wear, they had been previously removed from the set and a pair of new ones were placed on the set instead. During the procedure, when it came to the next step of inserting the screws, the or scrub nurse could not insert the screwdriver into the screw (when it was resting in the screw tray). Both the operating surgeons tried to stick the screw onto the screwdriver but were unsuccessful. They could only insert the screwdriver into the screw if they held both pieces with their hands, however the retention was less than a fraction of a millimeter. Because this was insufficiently stable to be inserted, they had to use a backup and completed the procedure with the normal cslp screws and instruments. The screwdriver blades are too wide for the spaces in the screw and cannot be inserted into the screw. One of the screwdrivers was modified by the hospital in-house after the procedure in order to attempt a fix because there was another surgery lined up for the next day. This report is for one (1) unknown screw. This is report 3 of 3 for (B)(4).